Event description:
The customer's wife called to report a keypad anomaly. The blood glucose reading is 19 mmol/l. No significant event was recalled that led to the issue. The insulin pump will be replaced. Customer advised to use the backup plan or seek medical attention to lower the blood glucose. The call originated in the czech republic. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
This information is provided in response to your request dated august 25, 2014 for additional information. Our original medwatch report was submitted missing the description of the problem or event. The problem is described as follows: the customer's wife called to report a keypad anomaly. The blood glucose reading is 19 mmol/l. No significant event was recalled that led to the issue. The insulin pump will be replaced. Customer advised to use the backup plan or seek medical attention to lower the blood glucose. The call orginated in the czech republic. Nothing further reported.